Event description:
Subsequent information indicates that the physician attempted to remove this lead using gentle traction unfortunately there was an adhesion in the supravenacava and the removal attempt was abandoned. The patient was likely to be referred to a different explant facility. The lead was surgically capped at this time.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.